Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately five years and three months following the implant of this transcatheter bioprosthetic valve, after the patient presented with dyspnea and moderate-severe central aortic regurgitation (ar), a second valve was successfully implanted valve-in-valve due to incomplete coaptation of the first valve. It was reported by the physician that the event could be related to unknown degenerative changes or variation in product. There was no vegetation or thrombus present on the valve. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the degree of central ar was noted to be severe prior to implanting the second valve. If information is provided in the future, a supplemental report will be issued.